Manufacturer narrative:
The event occurred in canada. It was reported that the rotaflow console shut down automatically during use. The customer restarted the device which solved the problem, and the device is still in use. No harm to any person has been reported. Due to the reported shut down of the device during use a report is required. The patient data was not shared by customer. A getinge field service technician investigated the affected rotaflow console (rfc) with (B)(6). The field service technician found that the main power switch at the back of the unit was turned off, although this should not cause the issue, since the unit is connected and powered by hl20. The main power switch was turned on and the rotaflow on hl20 was tested for an hour without any anomalies and passed all functional tests. The reported failure could not be reproduced. No parts have been replaced. The unit is cleared for clinical use. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "shut down" can be linked to the following most possible root causes according to the rotaflow risk management file: (un)intentional stop of the pump, e.g.: - wrong intervention limits - unintended rpm change by user - unintended switch off by user. The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2015 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2015-11-30. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 "general precautionary measures during use": if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. Chapter 2.2 "general safety instructions": there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in canada. It was reported that the rotaflow console shut down automatically during use. The customer restarted the device which solved the problem, and the device is still in use. No harm to any person has been reported. Due to the reported shut down of the device during use a report is required. Complaint ID: (B)(4).